Event description:
A us distributor returned a patient's monitor and the monitor displayed a service code 102 (charge profile fault). A us distributor returned a patient's monitor and reported that the patient was experiencing frequent gong alarms.

Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and the monitor failed incoming functional testing. The cause for the service code 102 was isolated to contamination on the pins of pca jumper j1000. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor. Device evaluation of monitor sn (B)(6) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and the monitor failed incoming functional testing. Root cause investigation of the service code is underway. A supplemental report will be sent with the results of the engineering investigation.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (service code 102) has been confirmed. Upon investigation the monitor displayed a service code 102 (charge profile fault) and the monitor failed incoming functional testing. Root cause investigation of the service code is underway. A supplemental report will be sent with the results of the engineering investigation. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a patient's monitor and reported that the patient was experiencing frequent gong alarms.